Event description:
During surgical procedure, a capio needle was used using 2-0 prolene. Initially, the first capio misfired and a small piece of metal was lost into the sacrospinous ligament. This was palpated by the surgeon but could not be palpated or removed. This small piece of capio needle device was left in the ligament after misfiring.